Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their currently (B)(6), female, client, used fixodent denture adhesive, version unk cream, unspecified total daily use, beginning in 2004 through 2011 and reported the following: profound and permanent neurological injuries and including, but not limited to, severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. She discontinued use of the product. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.